Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump had fallen "out of the pocket" in her abdomen and was "hanging there and on [her] hipbone." She also had a "stitch sticking out of [her] stomach that ripped open." She noted that the reason the pump "fell out" was because she didn't have stomach muscles due to a congenital anomaly unrelated to the pump. No further complications were reported.

Manufacturer narrative:
Codes have been updated to align with new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the allegations were completely false. "***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.***"